Event description:
Philips received a complaint on the v60 ventilator indicating that their device issue needed to be escalated. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. In a good faith effort (gfe) response from the authorized service provider (asp) received, it was clarified that the device issue was the device continued to alarm when turned on and the touchscreen was unresponsive. The asp stated that the cause of the device issues is believed to be the power management (pm) printed circuit board assembly (pcba). The device was confirmed to not be in use at the time the issue was discovered. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received, it was clarified that the device issue was the device continued to alarm when turned on and the touchscreen was unresponsive. The asp stated that the cause of the device issues is believed to be the power management (pm) printed circuit board assembly (pcba). The device was confirmed to not be in use at the time the issue was discovered. In a good faith effort (gfe) response from the asp, it was stated that the advised pm pcba was ordered and replaced. The asp confirmed that the device was returned to full functionality and returned to use. The replacement part is planned to be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.